Event description:
It was reported that "dr. (B)(6) was adding the connector to the current construct and then to the new rod for the new construct. When he went to tighten the blocker on the side loading portion of the connector (new rod) it would not stop advancing during final tightening. He removed the connector and it was visibly bent open. He tried a number of different blockers in this process assuming that was the problem, when, in fact, the connector had been bent open."

Manufacturer narrative:
Additional information has been requested and if made available this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering evaluation.